Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Damage to the active tip would lead to sparking of the electrode as reported. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed five other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A supplier corrective action has been opened to investigate this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During an arthroscopic shoulder surgery they had two vapr s90 electrodes which sparked at the tip of the electrode. This happened right after activating the electrode in the joint space. Also outside of the joint space there had been visible sparks coming from the electrode when activating. Dr. (B)(6) is a very skilled surgeon and uses the s90 regularly. The procedure was completed with same like product. The facility discarded one of the devices. The following additional information was received from our affiliate on (B)(4) 2014; no debris fell off of the electrode into the patient. The electrode was not close to metal. The electrode was not buried in tissue. The electrode sparked after approximately 5 minutes of use with pauses in between. See associated medwatch # 1221934-2014-00347.